Manufacturer narrative:
No ge service was provided. The customer cleared the fault. The system operates as intended.

Event description:
The customer reported the system displayed various errors and would not display a usable image. No pt injury was reported.